Manufacturer narrative:
Upon disassembly for visual inspection, the driveshaft was stuck in the spindle housing and a bearing was broken.

Event description:
While testing the core impaction drill at the manufacturer, it was reported that the device heated up and had excessive wobble. There was no patient involvement or adverse consequences reported with this event.